Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced no audio output and an adverse event. Date of issue is an approximation. The patient stated she experienced hypoglycemia and her grandson had to call emergency medical services (ems). The patient indicated that when ems arrived, they checked her blood sugar and the meter was displaying 20mg/dl. They administered the patient with intravenous (IV) therapy of glucose. Additionally, the patient stated that their low alert is set to 70mg/dl and the receiver did not go off at the time of event. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.